Manufacturer narrative:
Weight, ethnicity, race-unk. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter states a 13.2mm micl13.2 implantable collamer lens -11.5 was implanted into the patient's right (od) eye on (B)(6) 2015. On (B)(6) 2021 the lens was exchanged with a same size different diopter lens due to refractive change over time. The problem is resolved. The surgeon reports, "trace cells, good vault at 1-week postop" after exchange. The cause of the event is reported as unknown.